Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and possible under delivery anomaly. The customer reported blood glucose value of 400 mg/dl. The customer reported hyperglycemia and diabetic ketoacidosis was treated with ems/ambulance/ER visit, hospitalization: overnight stay, IV insulin drip (intravenous insulin infusion) and insulin pump (subcutaneous insulin infusion) and experienced symptoms malaise and fatigue. The event involved product(s) mmt-1880l, mmt-399a and mmt-332a. Troubleshooting was performed and the customer was using the insulin pump system within 48 hours of the reported event, customer was using the auto mode/smartguard feature at the time of the event. No further patient complications were reported. The customer will discontinue use of the device. Mmt-1880l was requested and customer response was the device will be returned. No product return is required for mmt-399a. Product return required for mmt-332a. It is unknown whether product will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The thump and carelink software was utilized and downloaded trace/history files properly. There were no unexpected pump error(s)/alarm(s) noted 1 week prior to the event date 13-jul-2024 and 05-feb-2024 in the pump history file. Pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08680 inches. Pump was cut open to perform visual inspection and found no moisture or component damage on the electronics, force sensor and motor assembly noted. The force sensor offset measured within spec range during testing (23.2 mv). The test p-cap locks properly in place in the reservoir compartment noted. Pump received with pillowing keypad overlay during the visual inspection. In summary, pump passed all required testing. Unable to verify customer alleged for high bg. The force sensor is within specification. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.